Manufacturer narrative:
The sample for patient 3 was submitted for investigation. Further investigation of the sample suggests an interfering factor against the streptavidin component of the reagent is present. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation is ongoing.

Manufacturer narrative:
The sample for patient 3 was investigated further. The follow up report stated: "further investigation of the sample suggests an interfering factor against the streptavidin component of the reagent is present." This should say: "further investigation of the sample suggests an interfering factor against the component of the reagent is present. The specific interference could not be determined, however, it is consistent with an antibody interference." Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." This interference caused the high ft3 iii and ft4 iii results for sample 3. Samples 1 and 2 were not available for investigation. The investigation did not identify a product problem.

Manufacturer narrative:
Calibration and qc were acceptable. Only the sample for patient 3 is available. This sample was requested for investigation..

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for elecsys ft3 iii (ft3 iii) and elecsys ft4 iii (ft4 iii) on a cobas 6000 e 601 module and a cobas e801 module compared to the siemens method. This medwatch will cover ft3 iii. Refer to medwatch with a1 patient identifier pt-74994 for information on the ft4 iii results. Patient 1 initial ft3 iii result from the e601 module was 24.8 pmol/l. The repeat result from the e801 module was 6.2 pmol/l. The repeat result from the siemens method was 2.9 pmol/l. Patient 1 initial ft4 iii result from the e601 module was 32.2 pmol/l. The repeat result from the e801 module was 25.5 pmol/l. The repeat result from the siemens method was 12.0 pmol/l. Patient 2 initial ft3 iii result from the e601 module was 24.8 pmol/l. The repeat result from the siemens method was 4.47 pmol/l. Patient 2 initial ft4 iii result from the e601 module was 59.3 pmol/l. The repeat result from the siemens method was 14.4 pmol/l. Patient 3 initial ft3 iii result from the e601 module was 8.3 pmol/l. The repeat result from the siemens method was 5.8 pmol/l. Patient 3 initial ft4 iii result from the e601 module was 30.0 pmol/l. The repeat result from the siemens method was 12.6 pmol/l. No questionable results were reported outside of the laboratory. The e601 module serial number was (B)(4). The e801 module serial number was not provided.